Event description:
The customer received questionable results for several assays on their hitachi 917 analyzer. The customer received three discrepant calcium results, five discrepant albumin results and one hdl-cholesterol plus 3rd generation (hdl-c) that were reported outside the laboratory. The customer stated that there were cells overflowing on the back of the rinse unit. After further investigation, the laboratory performed repeat analysis on any samples tested during the incident. The first patient's initial calcium result was 7.6 mg/dl. The repeat result was 9.4 mg/dl. The second patient's initial calcium result was 7.0 mg/dl. The repeat result was 9.0 mg/dl. The third patient's initial calcium result was 7.1 mg/dl. The repeat result was 8.7 mg/dl. The fourth patient's initial albumin result was 1.9 g/dl. The repeat result was 4.1 g/dl. The fifth patient's initial albumin result was 2.4 g/dl. The repeat result was 4.4 g/dl. The sixth patient's initial albumin result was 2.1 g/dl. The repeat result was 3.5 g/dl. The seventh patient's initial albumin result was 2.7 g/dl. The repeat result was 4.2 g/dl. The eight patient's initial albumin result was 1.8 g/dl. The repeat result was 4.2 g/dl. The ninth patient's initial hdl-c result was 111 mg/dl. The repeat result was 64 mg/dl. There were no adverse affects to any patients as a result of this event. The calcium reagent lot number was 63153101. The albumin lot number was 62571801. The hdl-c lot number was 62951301. The field service representative determined the cause of the event was the cell washing and vacuum systems. He replaced a lamp, bleached the cell rinse nozzles and cleaned and bleached the vacuum chambers and waste lines. He then performed performance checks with passing results.